Manufacturer narrative:
Continuation of d10: 5076-45 lead implant date: (B)(6) 2017; 429878 lead implant date: (B)(6) 2017; dtpb2qq crt-d implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert for high impedance was triggered for the right ventricular (rv) lead and the patient heard the alert tones through the night causing the patient to worry and have a sleepless night. The patient was asked to go to the emergency room. An interrogation was done and it was found there was high and undefined pacing impedances on the right ventricular (rv) lead. During troubleshooting and changing rv pace polarity the lead impedance did go back within normal range but remained high after arm isometrics. The pacing impedance trends show sudden jumps in bipolar and rvtip-coil vectors. The sensing integrity counter (sic) trend also shows a sudden increase. A lead fracture was suspected. The impedance alerts were programmed off and the patient was admitted to the hospital. It was noted that a week earlier the patient had a device change out procedure and at that time there was intermittent high and undefined impedances detected at the lead connection. The rv lead was checked in an alternate port to isolate the issue, and the pin was cleaned. Blood or debris affecting the connector pin was suspected to be the cause of the impedance issue since stable impedance measurements were obtained after cleaning. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: d6b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a lead revision procedure was performed for the rv lead due to the suspected tip conductor fracture. The rv lead was capped and replaced. Additionally, the physician was reluctant to re-implant the implantable cardioverter defibrillator (ICD) because a header issue could not be excluded, and because the patient is undergoing multiple interventions already that is high risk in nature due to underlying etiology, the physician decided to also explanted and replaced the device.